Event description:
It was reported that a pneumothorax occurred during implant procedure for right ventricular (rv) lead and pacemaker. When the vascular puncture was performed for access, the patient began to cough blood, and oxygenation decreased from 97-84%. 8 l of supplemental oxygen was provided to increased oxygenation. The procedure was continued, and a rv lead and pacemaker were successfully placed. A chest xray was performed and a large pneumothorax was noted. The patient was emergently transferred to a different facility for chest drain placement. No additional adverse patient effects were reported.

Event description:
It was reported that a pneumothorax occurred during implant procedure for right ventricular (rv) lead and pacemaker. When the vascular puncture was performed for access, the patient began to cough blood, and oxygenation decreased from 97-84%. 8 l of supplemental oxygen was provided to increased oxygenation. The procedure was continued, and a rv lead and pacemaker were successfully placed. A chest xray was performed and a large pneumothorax was noted. The patient was emergently transferred to a different facility and for a chest drain placement. No additional adverse patient effects were reported. Additional information was received. A chest tube was successfully placed. The patient remains in the hospital and is stable. This investigation will be updated should further information become available.